Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: one device was received for evaluation. The device had not been serviced in the past 12 months. Visual inspection found a delaminated downstream occlusion (dso)seal, damaged display glass and battery case cap. Functional checks found that the device showed a red screen with the error code at start up. The reported problem was duplicated. The root cause of the problem was unknown however, the main board will be replaced to correct the problem.

Event description:
It was reported that the device sporadically gave error 45982. There was unknown patient involvement.